Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed lot history and batch record review. The results were satisfactory. No additional testing of the product can be performed as the product is passed the expiry dating.